Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml l ioresal at 206.1 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient was experiencing withdrawal because of an error in priming the catheter. The event date was noted to be (B)(6) 2017. The withdrawal issue was discovered on (B)(6) 2017 and the patient experienced parasthesias and hypertonia (increased spasticity). No environmental, external, or patient factors were noted to have led or contributed to the issue. After reviewing the interrogation reports, it was learned that there was a mistake in not priming the catheter at the end of the case. The nurse at the patient's hospital was aware and supplemented the patient with oral baclofen while the catheter was filled. It was reviewed that it would take 49 hours to fill the catheter. The issue was not resolved, however the patient was noted to be "alive - no injury". No surgical intervention occurred and none was planned. It was later reported that the rep had interrogated the pump, but did not update as previously reported. On (B)(6) 2017, the patient was scheduled for a dye study at the hospital. Upon arriving, the patient had difficulty walking. She was walking with a walker, however she normally did not use one. The patient's legs and feet were assessed for spasticity and zero spasticity was noted. Instead, the patient was "actually loose". The dye study was done and no issues were noted. The catheter access port was easily aspirated and a myelogram was noted. It appeared the patient was initially underdosed post-op and went into withdrawals. Then "apparently she was then getting too much drug at some point". The patient was describing her issues as spasticity instead of flaccidity, and her doctor's office told her to take oral baclofen up to 80 mg per day if needed for increased spasticity. It was noted the patient then began to throw up and it was decided the patient's dose needed to be decreased. She was now on 150 mcg from a 206 mcg dose and 2000 mcg concentration of lioresal. The patient would be seeing her physician next week for a follow-up. The patient's medical history included a history of stroke and post stroke spasticity.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. All previously reported patient codes will be updated/corrected to the following for this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the two 8840¿s that were in the rep's trunk have these serial numbers per request; (B)(4); however the rep was unsure which one was used at the time of the complaint. No further complications were reported/anticipated or expected.